Event description:
It was reported that the entire device system was removed due to infection. The medication delivered by the device system was not provided. It was later reported that the patient had a persistent cerebrospinal fluid (csf) leak after fusion take down to implant the catheter. As of the date of the report the patient was doing well and was able to be re-implanted. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that perioperative antibiotics were administered. The date of onset of the infection was (B)(6) 2012. The location of the infection was the lumbar region. It was noted that the patient had post-operative would or skin contamination. A culture was obtained from the lumbar region and revealed pseudomonas. Symptoms included redness, swelling and drainage. The patient was treated with intravenous (IV) antibiotics and the entire device system was explanted. The infection resolved. The device system delivered compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).